Event description:
It was reported the quantum 2 sys led lights are unstable. The display box is illuminated, however, no info is displayed. When the box is touched, the lights reportedly flicker on and off. Although the issue was discovered intra-operative, the physician was able to complete the procedure with a new controller. No pt complications were reported as a result of this event.